Event description:
The customer indicated a female patient had a cardiac catheterization performed after a falsely elevated troponin result was generated using the architect stat troponin-I assay. It was indicated that the patient had a minor stroke following the procedure. It was also noted that the cardiac catheterization findings were abnormal. However, no specific details of those results will be provided by the customer. The patient initial result was 0.26 ng/ml, with a retest result of < 0.888 ng/ml. The customer provided cut-off is 0.1 ng/ml, with a critical cut-off of 0.3 ng/ml. There has been no injury reported due to the unnecessary cardiac catheterization or subsequent stroke. An abbott service technician has evaluated the instrument on (B)(4) 2012 and observed the laboratory making the buffer incorrectly. The incorrect results were generated due to the buffer being made incorrectly. The evaluation is in-process and a follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
On (B)(4) /2013 it was identified that the retest value provided in the initial submission was incorrectly documented. The retest value for the patient should have been <0.088 ng/ml rather than 'a retest result of < 0.888 ng/ml', which had been previously documented. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 26455un12; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect stat troponin-I, list number 02k41, lot 26455un12, was identified.

Manufacturer narrative:
(B)(4), cardiac catheterization and subsequent stroke. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The retest value provided in the initial submission was incorrectly documented. The retest value for the patient should have been <0.088 ng/ml rather than 'a retest result of < 0.888 ng/ml', which had been previously documented.